Manufacturer narrative:
According to the customer contact on tuesday 3/10/2026, customer had the white tag on component 14937 in pack (B)(6) fall off into patient. No one was injured. Customer stated this is the first time seeing a white tag on their blue or towels". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on tuesday 3/10/2026, customer had the white tag on component 14937 in pack (B)(6) fall off into patient. No one was injured. Customer stated this is the first time seeing a white tag on their blue or towels".